Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 414 mg/dl. The customer stated that she needed the pump to remind her right before she has high blood glucose readings. The customer stated that she is unaware of why she had high readings. The customer treated the high blood glucose readings with insulin correction dosage. The customer was advised of the settings blood glucose reminder. The customer did not want to troubleshoot.